Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer. Results: the visual inspection of the provided photograph revealed that the nasal tubing was torn between the 2nd and 3rd spiral from the circuit connector. The section near the torn tube also appears to be stretched. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. Previous investigations into this type of failure have indicated the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement.". A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in france reported that a bc191 flexitrunk infant nasal tubing was torn during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a bc191 flexitrunk infant nasal tubing was torn during use. There was no patient consequence.